Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that after the power is plugged in, there is no ac charging indication. There was no adverse patient impact reported.

Manufacturer narrative:
.